Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom system error 105 through the history log, but could not reproduce it. Eval found 3 of 6 motor mount screws to be severed which is a known contributor of the reported symptom. The failed motor mount screws and motor assembly were replaced.